Manufacturer narrative:
This report is submitted on january 8, 2018, (B)(4).

Event description:
Per the clinic, it was reported that the patient experienced a loss of osseointegration resulting in fixture loss. There are currently no plans to reimplant the patient due to compromised bone. Additionally, it was reported that prior to implantation surgery, the patient underwent radiation therapy and subsequently had compromised bone which may have contributed to the lack of osseointegration.